Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose value was 578mg/dl. Customer did not wish to troubleshoot for high blood glucose. Changed the set yesterday and had a no delivery alarm and could not fill the cannula because the pump said suspend. Insulin pump will not be returned for analysis.